Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearing was wornout, bearing defect. It was also noted that the device failed pre-test for check the free movement, pins length of cone sleeve, machine coupling, quick coupling for saw blades and marking and labeling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reporter¿s complete mailing address was not provided. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw attachment device doesn't cut anymore. It was not reported if there any delays in the surgical procedure and they were able to complete the surgery with another device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.